Event description:
The customer alleged a questionable sodium result on the cobas integra 400 plus system. Initial sodium = 133 mmol/l repeat sodium (same analyzer) = 140 mmol/l repeat sodium (same analyzer) = 140 mmol/l repeat sodium (different analyzer) = 138 mmol/l the customer stated that the 133 mmol/l result was not released and that there was no affect to the patient. The field service representative stated that the cause of the event was, "maintenance items not set on there rotation in system software, causing multiple maintenance items to be well past due." He changed the maintenance warnings in the system to match recommendations in the operator's manual and replaced probes, pipettes, mixing tower, ise tubing, pipette tips, and reference solution. Performance checks and quality controls were performed and passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.